Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record review (DHR): unable to review the device history record as batch is unknown. Sample for evaluation: received 1 piece (used and contaminated) of an introcan safety 3 pur 22g 0.9x25mm-jp without packaging. Capillary hub was not returned for investigation. Visual inspection: the clip was observed to be in the middle of cannula, not engaged on the cannula tip. Observed dented cannula surface obviously at 90° reference from bevel level which caused the clip was on the middle of cannula, not engage on the cannula tip. Review of safety clip and raw cannula inspection data: unable to review safety clip and raw cannula inspection data as complaint batch is unknown. Reviewed assembly process: review on production process flow was performed. Both bcam & becm machines have online vision system to conduct 100% checking on relevant critical dimension of cannula and clip including crimp width, crimp length, clip dimension, clip position and bevel condition. All the defective parts will be automatically rejected by machine. Machine verification: machine contact points have been verified based on the dented cannula position of the complaint sample. The contact points between the cannula and the glider at bcam st 36 cannula loading is approximately 29 mm and 44 mm from cannula end which can be concluded that the position is matched as complaint sample. Previously, the bevel seater was found to have a rough surface and wear and tear, which led to the cannula does not seat in the straight line (cannula sit at upper side) at the bevel seater. Consequently, the cannula was loaded in the wrong orientation bevel seating, causing the defect when the gripper gripped the cannula. Therefore, this complaint is concluded as confirmed. Corrective actions with effective date: improve the bevel seater material at cam from stavax to titanium coating, as it is lighter yet stronger, highly resistant to corrosion, biocompatible for medical use, stable at higher temperatures, durable and not easily worn out. Completion date: (B)(6) 2024.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer when the needle was removed after the puncture, the safety clip on the needle tip did not work and the needle tip was exposed. No patient complications were reported as a result of this event.